Event description:
A physician reported that they were unable to perform fluid/air exchange properly during vitrectomy surgery. The procedure was completed on same day after replacing the product with new one. There was no information reported about patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).